Event description:
Patient presented to the physician with wound dehiscence at the neck incision site, and the stimulation lead had eroded through the skin at the incision. Physician brought the patient into the or, repositioned the stimulation lead beneath the tissue, irrigated the neck pocket with antibiotic solution, and closed. Postoperative oral antibiotics were prescribed.